Manufacturer narrative:
Allergan has initiated an investigation into this late report. See CAPA (B)(4). Article citation: "filler rhinoplasty evaluated by anthropometric analysis", youn, sung hwan; seo, kyle k. Dermatol surg (2016 september); 42:1071-1081. Multiple requests for further information have been made. Allergan has received no response from the authors. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Staining or discolouration of the injection site. Warnings do not inject into the blood vessels in where vascular occlusions (and subsequently, tissue necrosis) can occur.

Event description:
In the article "filler rhinoplasty evaluated by anthropometric analysis." Dermatol surg (2016 september);42:1071-1081, the authors describe a patient who was injected with unspecified juvederm ultra which resulted in "intravascular filler injection which subsequently produced multiple erythematous mottled patches at the nasal dorsum, glabella, and forehead 1~3 days after the injection." Patient did not present with "any ischemic signs during the procedure." Patient "recovered without any severe sequelae on a combination treatment consisting of hyaluronidase injection and prescription of nitroglycerin, tadalafil tablets, steroids, and antibiotics." Symptoms "fully disappeared within 1~2 months with appropriate treatment." The injection was performed with a 30-gauge needle and "despite the routine preinjection aspiration test performed in this case, vascular complication nonetheless occurred."